Manufacturer narrative:
The event occurred on unreported dates in 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported as due to improper diet. Patient hospitalization and patient outcome were not reported. The patient was treated with unspecified antibiotics and unspecified antibiotics (intraperitoneal) for anti-inflammatory treatment. Pd therapy was ongoing. The reporter declined to provide additional information.